Manufacturer narrative:
The investigation into the automated impella controller has been completed. The impella controller was returned for investigation. The aic logs did not contain any data relevant to this complaint. The reported damage was confirmed. The aic support bracket was broken and there was damage found on the side of the rear housing. The support bracket broke at the weld point. No other damages were observed aside from what was reported. The aic functioned as normal. The root cause of this broken support bracket was unable to be determined because there was not enough information provided as to how the support bracket broke.

Event description:
The biomed department reported that there a broken controller, the holding bar on the back of the unit broke and the console is cracked on the side. The damage was observed prior to use therefore no patient involvement.